Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor image resolution was associated with difficult imaging due to patient anatomy. The cause of the reported incomplete coaptation associated with the single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip xtw (lot#: 21111r1096) device referenced in event is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 4, restricted anterior leaflet, and restricted posterior leaflet. A mitraclip xtw (lot#: 20602r104) was implanted successfully. A second mitraclip xtw (lot#: 20602r103) was selected for treatment. It was noted that difficulty visualizing the clip occurred due to anatomy and the previously implanted clip. Upon deployment, a single leaflet device attachment (slda) occurred on the second clip. The clip had detached from the posterior leaflet. A third mitraclip xtw (lot#: 21111r1096) was implanted medially to stabilize the slda. However, when performing the second establishing final arm angle (efaa) the device opened from closed at zero degrees to open at 70 degrees. The clip was re-closed and deployed. The clip remained stable on both leaflets and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.